Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems (pns and scs). It was reported the patient experienced ineffective stimulation with his scs system. Reportedly, surgical intervervention was undertaken during which time the system was explanted and replaced with a new MRI conditional system.